Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial #: (B)(4), ubd: 2007-jun-01; product ID: 8711, serial #: (B)(4), ubd: 2007-jun-01. Analysis of the catheter with serial number (B)(4) revealed no significant anomaly; the catheter was returned incomplete/ in segments. Analysis of the catheter with serial number (B)(4) revealed no significant anomaly; the catheter body was torn / broken / melted at or after explant and did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter; product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at 436mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and stroke. It was reported that prior to making the first incision for expected end of life pump replacement, x-ray was taken to document where the tip of the catheter was implanted. The catheter was visualized in subcutaneous tissue. No environmental, external, or patient factors were reported to have caused this issue. The entire existing catheter was explanted and replaced. Gablofen 500mcg/ml was placed into the reservoir of the new pump and infusion rate restarted at 50mcg/day. The issue was resolved and the patient was "alive - no injury." No symptoms were reported. The event date was (B)(6) 2019. There were no further complications reported at this time.